Event description:
It was reported that the pump battery could not be charged resulting in the pump to shutdown. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read "high"; however, a response was not received. A manual insulin injection was administered to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.